Event description:
Customer reported that she was hospitalized with high glucose levels. Customer needed help in changing basal rates. Customer also reported having battery out of limit alarm during battery change.